Event description:
The customer reported a blank display, after he fell out of a canoe and submerged the insulin pump in water. The customer stated that there was also a crack on the case. The reported blood glucose reading was 87 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. The insulin pump also had a cracked case and display window.